Manufacturer narrative:
Test strip lot # 1020215155 expiration date: 6/30/2017. Control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. The meter in question will be returned for evaluation.

Event description:
Consumer called in about concerned about missing segments from her meter display when bg testing. Consumer was unable to read the result in order to treat herself. It was reported to nova biomedical that a consumer's blood glucose meter was missing the first digit in the lcd screen. The meter in question will be returned for evaluation.